Manufacturer narrative:
Prime alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. The customer's blood glucose was 333 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. Troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.